Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Part not returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the reference frame was fractured. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided. The suspect frame was returned to the manufacturer for evaluation. When connected to a known operational navigation system, the frame leds would not communicate with the system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.